Event description:
The customer reported a vague symptom related to the defibrillator. There was a comment about "copper aging". There was no pt involvement. We have requested add'l info and this investigation remains open.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.